Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviation or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The pt was admitted to the hospital on (B)(6) 2014 due to hypotension. The pt was discharged on (B)(6) 2014. According to the pt's nurse no peritoneal dialysis treatments were missed and there was no reportable device malfunction. The pt presented with weakness, hypotension and pain in the legs during admission to the hospital. A doppler test of the pt's legs was negative for any clots. As of (B)(6) 2014, the pt continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues, and the pt's complaint of hypotension was resolved.